Event description:
The suspect device was used to check the pt's blood glucose. A result of 202mg/dl was obtained. The pt's family member later went into the suspect device's memory and found a result of 970mg/dl instead of the 202mg/dl result obtained earlier.